Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that years ago, the patient went through a museum security gate and the device malfunctioned. They also said they were having movement issues.